Event description:
It was reported that a faradrive steerable sheath clear during procedure presented a failure to steer. The control knob of the faradrive sheath broke, making it difficult to orient the catheter at the end which led to the stop of procedure. No more information provided regarding patient and procedure outcome. Device return status is unknown. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.